Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient/reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 9:00am. The patient reported blood glucose readings of "320, 120, and 100 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient informed the cca that she manages her diabetes with pills and diet/exercise. It is not known what action the patient took regarding her diabetes regimen at the time the alleged issue began. The patient stated she developed symptoms of shakiness and her neck was hurting; however, it is not known if the symptoms occurred before or after the alleged issue began. The patient stated 5 minutes after the alleged issue began, she was given sugar with water by a non-health care professional (hcp) to treat her symptoms . Per the cca documentation, it is not known if the patient tested on any other blood glucose device. At the time of troubleshooting, the cca noted the test strips were in good condition, an approved sample site was used, and the subject meter's unit of measure was set correctly; however, the patient was unable/unwilling to perform a quality control solution test. Replacement products were sent to the patient. Since the mss was not able to obtain additional information from the patient, this complaint is being reported based on the cca's documentation. The patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia; which she required treatment from a non-hcp after the alleged issue began.